Manufacturer narrative:
(B)(4) batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic total gastrectomy, the valve of the b12srt fell off when inserting a penrose drain through the trocar. The valve fell into the patient. It was retrieved through the trocar so that no additional port was made. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2021. D4: batch # u95c7n. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the b12srt device was returned with the duckbill damaged and out of position. The duckbill was observed to have a mark, which suggests a snagging of an instrument during insertion with excessive force, causing the duckbill to be out of position. The event reported was confirmed and it is related to improper use of the device. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H2: additional information received: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo was received for review. Based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. See device evaluation above of device that was received.